Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure of the unruptured aneurysm at a-com, the fourth coil (subject coil) was successfully deployed in the aneurysm. It was reported that while repositioning the microcatheter in the aneurysm with the guidewire, the coil was lodged at the tip of the microcatheter. Therefore, the physician tried to push the coil with guidewire, but it did not work. Hence the subject coil was retrieved with microcatheter and the operation was completed with 3 coils implanted in the aneurysm. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure of the unruptured aneurysm at a-com, the fourth coil (subject coil) was successfully deployed in the aneurysm. It was reported that while repositioning the microcatheter in the aneurysm with the guidewire, the coil was lodged at the tip of the microcatheter. Therefore, the physician tried to push the coil with guidewire, but it did not work. Hence the subject coil was retrieved with microcatheter and the operation was completed with 3 coils implanted in the aneurysm. No clinical consequences reported to the patient.